Event description:
It was reported that during the procedure, the doctor started with a footprint (4.5 mm) initiator through a green 8.5 cannula, two sutures were placed in anchor, and the cannula initiator was removed; then, the footprint was introduced and it was located with the mark. Then the doctor started hammering but through monitor, he saw that the anchor was not placed in the footprint handle, the handle was removed and he noticed that the green supporting was broken where it holds the anchor. The footprint piece (anchor) was removed from the patient, and a footprint pk (5.5) was used to complete the procedure without problem. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint the stay suture is free from the handle and has been broken mid-point of its length. Examination of the suture showed no abnormalities. The anchor is free from the inserter and is slightly bent at its distal end. The anchor was placed back on the inserter for testing purposes; the inner plug was able to be fully advanced as intended. The torque limiter was also found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.